Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during function test: device starts up normally. When starting ventilation a watchdog is activated along with high priority alarm. No patient involvement reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only an UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6) was not labelled with an UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields. A detailed investigation was performed by an expert from the technical service: after the start of the ventilation the device continuously gave audible and visual alarms but no technical failures were displayed. This was confirmed by the logfile analysis. No technical faults or errors were registered in the logfile. From this, the service technician deducted that the root cause could have been the esm board or the driver board. He exchanged both of them, ran all required tests and no further issues were reported. The device is back in use. The device successfully started up and then showed several alarms. In this case there was no patient involvement and the ventilation continued at all times but since the device started up successfully it made the user believe that a patient can be connected to the device but then (after the appearance of the alarms) the patient would have to be deconnected again. Although the exchange of a ventilator is a routine process for the hospital staff a deterioration of the state of health of the patient cannot be excluded. Therefore, this case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: during function test: device starts up normally. When starting ventilation a watchdog is activated along with high priority alarm. No patient involvement reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer 147480 follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: 3406) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number 3406. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during function test: device starts up normally. When starting ventilation a watchdog is activated along with high priority alarm. No patient involvement reported.